Manufacturer narrative:
Patient identifier - not provided. Age and date of birth - not provided. Sex - not provided. Weight - not provided. Ethnicity - not provided. Race - not provided. Product code - unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown product code/lot number combination. Reporter name and address - requested, not provided. Device manufacture date - unknown due to unknown product code/lot number combination. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. - see [mw5075593]

Event description:
Terumo medical received FDA mw5075593 on march 23, 2018 that reported the following: the patient underwent selective coronary angiography via right femoral artery access. Angioseal used for right femoral artery to access hemostasis. Upon arrival to recovery area, the right leg was noted to be dusky and without pulses by a doppler. Emergently, the patient was taken to the operating room for exploration of right femoral artery. Endarterectomy of common femoral artery and the removal of the angioseal device was performed.